Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection around the insertion or removal site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
It was reported that the user experienced an infection at the sensor insertion site following sensor insertion on (B)(6) 2026, with symptoms of pain first appearing around (B)(6) 2026. The treating healthcare provider, who also performed the insertion, confirmed the infection and prescribed doxycycline, although the dosage and treatment duration were not documented. The user stated that the incision had almost healed and infection was nearly resolved post antibiotic treatmentno other infections were reported, and the sensor was not removed because of the event. According to dms data, the user had stopped using the eversense system around (B)(6) 2026 due to infection, but the user would resume usage of system once the infection is healed.